Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.

Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) (B) (4) alleging that a one touch ultra meter read inaccurately high. The patient typically tests her blood glucose 4 times a day. She tests before meals and bedtime. She sometimes tests after meals and during the night. The patient manages her diabetes with sliding-scale humulin-n and humulin 70/30 insulin based on her meter readings. The patient reportedly takes 54 units on humulin-n insulin in the morning and 40 units of humulin 70/30 insulin at bedtime. The patient indicated that the alleged issue started on an unspecified date/time more than 5 months ago. As a result of the alleged issue, the patient claimed that she increased her insulin dosage(s) based on the meter readings. The patient claimed that because of the alleged issue, she suffered few instances within the past 5 months of having symptoms of sweating and feeling like she was going to fall unconscious. The patient was unable to provide any specific meter readings obtained prior to developing the symptoms. The patient mentioned, however, that she had taken more insulin based on the meter reading(s). While feeling symptomatic, the patient claimed that she had gotten results such as "12.4, 12.3, 9.0, 8.9, 10.0, 8.6, and 9.3 mmol/l." The patient claimed the results did not correlate with how she felt. The patient administered self-treatment by eating food, drinking beverages, and consuming glucose tablets. The patient mentioned that sometimes her symptoms dissipated quickly and other times the symptoms lasted all night. The patient was also unable to provide any meter readings obtained after her symptoms were relieved. She could not remember if the readings were normal or high. The patient did not have control solution for troubleshooting. The meter and test strips were replaced.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The report indicated that the customer's bg levels were constantly high (greater than 500mg/dl) over a seven hour period despite having administered multiple correction boluses. As a result, she ended up in the emergency; the ER doctor "suggested that there was something going on with the pod." No specific device failure mode, however, was provided. The pod had been removed and replaced and will be returned for eval.